Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system had erroneously high results on four patient samples. All four samples had erroneous data for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc). The erroneous results were not reported outside of the lab. There have been no reports of death or serious injury associated with this event. The four samples were drawn in plasma or serum separator tubes. A quality control (qc) run in the morning of the event recovered within the lab's established ranges. At the time of the event, the operator recalibrated the ion specific electrodes (ise's), but the system continued to give na reference drift messages. A bci field service engineer (fse) found the electrolyte buffer tubing was pinched by the ise reference bottle restricting the buffer flow to the flowcell. After freeing the pinched tubing, ise calibration passed and qc recovered within range.